Event description:
A lumbar puncture was done. Remembering the conversation about csf leaking from a collection tube in the lab bag, I made sure each tube lid was securely tightened before placing a label on it and placing in the lab bag. After the exam, when I was collecting the labs in the computer, I noticed there were droplets of fluid in the bag. I thought that was weird since I double checked the lids were tightened. When opening the bag, I notice the lid on tube #2 was really loose and approx. 1.5-2 ml of csf leaked into the bag. At this point, I re-tightened the lid, and removed the rest of the tubes from the bag. I showed this to a co-worker and was explaining what had happened. When I was re-demonstrating how I had tightened them, I touched one of the lids and it popped off with an audible pop. If he hadn't been standing there I don't know if I would have believed what just happened. I have never seen that before. At this point I did not trust putting the labs back into a bag and hand carried them upright to the lab. I explained what happened and we noticed that the was still some leakage happening. She took them from me and kept them upright on the counter and made a note that tube #2 may be contaminated since the lid had/was loosened and leaking.